Event description:
Reporter alleged, pt had discrepant blood glucose values of hi back to back with a result of 165 mg/dl, when testing was performed 3 mins apart on the inform system. Reporter stated, pt was not treated as a result of the comparison performed at the medical center. It was stated qc testing was performed however, the values were not provided nor was there info as to whether the values were within range. A request was made for the return of the suspect device and a replacement product was sent.